Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 19-jun-2022, it was reported that after the patient woke up, the infusion set's tubing detached at the catheter side. The site location was right side of patient's abdomen and the pump was laying on the bed. The infusion had been used for two days. Reportedly, there was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.